Event description:
It was reported that the instrument jammed and could not reload instrument. Had to use manual override.

Manufacturer narrative:
(B)(4). Could you please provide more details for "instrument jammed"? After using the device, closing the jaws to remove from trocar, then when the instrument had to be reloaded ¿ the instrument refused to open. Did the device deliver any staples? The stapler fired properly. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? The staple line was complete. Did the device cut? Yes I cut as well. If yes, was the cut line complete? Cut line was complete. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No issues noted. Was there any difficulty opening the device? Not initially. If yes, how was the device removed from the patient? The device was removed fine from the patient. If yes, did the jaws eventually open? The jaws did not open after it needed to be reloaded when it was removed from the body. Could you please provide more details for "could not reload instrument"? The device fired, the surgeon closed the jaws to remove from the trocar when the device had to be reloaded, the jaws refused to open hence we could not reload the instrument. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified.